Event description:
Reporter indicated that total revision surgery had been performed due to a lead break. The explanted product has been returned to the manufacturer and is undergoing analysis. Additional info from the physician indicated that high lead impedance was observed during diagnostic testing prior to the surgery. There had been no pt manipulation or trauma that could have contributed to a lead break. He further indicated that a lead fracture was not observed during surgery, but by removing the leads, it had to be cut.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.